Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Dob: (B)(6). (B)(4). Concomitant medical products: part: 00811400100, femoral stem 12/14 neck taper standard offset size 1 130 mm stem length, lot: 63735436. Part: 00801802230, femoral head 12/14 taper, lot: 63677745. Part: p0463048, avan cmntd shell ss 48mm, lot: 0001105980. Part: p0560048, avan insert 48/22, lot: 0001102705. Part: 4711500396-1, optipac-s 60 refob bn cmt r, lot: b708c05355. Part: 4711500693-1, optipac-s 60 refob bn cmt r, lot: a710b05615. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00632.

Event description:
It was reported that a patient underwent a left total hip arthroplasty, subsequently the patient was revised seven months later due to recurrent dislocations, instability, and impingement. During the revision a hematoma was noted as well as an absent posterior joint capsule. No further event information available at the time of this report.